Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that two of the expressew iii suture passer w/o hook misfired. Another device was used to complete the procedure. The device with lot number 50534-181219-04 was received and evaluated. Visual observations revealed that the expresssew is slightly worn and used, but in expected condition, also there is an orange label with ¿broken¿ word attached to the device¿s handle. The upper capture jaw is not bent or broken. On a deeper visual review of the upper jaw, it could be observed that the pin that holds the upper jaw is damaged, due to this, the upper jaw does not fully close. The jaw is very loose, it can be moved up and down with the fingertips. Due to the condition of the upper jaw, the functional test can not be performed. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw and the damaged pin can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal parts begins to lose its shape due to the continuous use and sterilization. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair two of the expressew iii suture passer w/o hook misfired. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The devices are available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.